Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.&nbsp; if additional information or the sample is received, the investigation will be reopened and responded to accordingly and should be "the complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.&nbsp; as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.&nbsp; if additional information or the sample is received, the investigation will be reopened and responded to accordingly"

Manufacturer narrative:
After further investigation, it was determined that the lot number provided by the customer was invalid. Therefore, the device history record could not be performed.

Event description:
The customer reported that when the registered nurse (rn) was administrating xgeva injection, found the drug was leaking from needle connection. There was no harm reported. Additional information was provided by the customer and it was stated that an orange standard luer lock syringe was being used with the safety needle during the reported incident.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that when the registered nurse (rn) was administrating xgeva injection, found the drug was leaking from needle connection. There was no harm reported.